Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 7 was failed. A field service engineer replaced latch inspec to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 7 was failed. The customer stated that the user managed to get medication from another station. There was a 15 minute delay in dispensing medication. The medication is called oxycodone 5mg. The customer added that this malfunction occurred when trying to issue a medication to a patient. There were no adverse events or injuries reported based on this event.